Event description:
The customer reported the cross-arm brake was not holding mainframe wheel in need of cable pusher.

Manufacturer narrative:
The service rep replaced the mechanical cross arm brake. System operating within manufacture specification.